Event description:
It was reported that the customer was hospitalized for renal failure and possible diabetes ketoacidosis. The customer stated that the doctor advised her to go back on the insulin pump therapy. The customer stated that once she was connected, her glucose level reading was 300 mg/dl, and she was getting a no delivery alarm. Troubleshooting was performed. Assisted the nurse to connect and prime the insulin pump and the alarm was resolved. Advised the caller to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.